Event description:
Bleeding around device [device ineffective] difficulty or inability to place [device placement issue] no additional ae/pqc reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from healthcare provider referring to a female patient of unknown age via clinical account specialist (cas). The patient¿s current condition including rising fundal height. The patient¿s historical condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. On an unknown date, the device was failed (device ineffective) and the reasons of failure was reported as bleeding around device, increased fundal height and difficulty or inability to place (device placement issue). Upon internal review, the event device ineffective was considered to be medically significant. This case is linked to five other vacuum-induced hemorrhage control system (jada system) cases ((B)(4)) which includes (patient underwent embolization in 1 case (B)(4)), (hysterectomy in two cases (B)(4)) and (the device was failed, and no intervention was required captured in oars # (B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device serious injury: yes.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.